Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The image processor and display adapter boards were evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system intermittently would not boot up. There is no report of death or serious injury.